Event description:
The patient reported that the infusion device is not delivering the correct amount of insulin. He reported experiencing elevated blood glucose of 20 mmol/l (360 mg/dl) and after several boluses his blood glucose remains elevated. He stated that he also experienced elevated blood glucose with his backup infusion device. The patient is currently taking several medications. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.